Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received wherein the ipg was explanted and replaced and effective therapy was established.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient underwent an unrelated surgical procedure and was unable to remember if their ipg was set to surgery mode. After the procedure their ipg was nonresponsive. A manufacturer representative met with the patient and was unable to recover the ipg. Surgical intervention may be undertaken to replace the ipg

Manufacturer narrative:
Date of event is estimated.